Event description:
It was reported that the asymptomatic patient presented in the operating room for a scheduled generator change. Upon interrogation, the cardiac resynchronization therapy defibrillator, which was supposed to be implanted, was noted to be in back-up in the box. The device was not used. The patient was not impacted due to the event.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to being stored below the recommended storage temperature. The device was tested on the bench. The cause of the bvvi was consistent with exposure to cold temperatures.